Event description:
The customer states the unit the unit would not turn on at start up. The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The unit was swapped out. The customer contacted product support and upon inspection the customer noted that the power management (pm) board requires replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management (pm) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.